Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to monitor battery depletion, following up if it exceeds 35% per day.